Manufacturer narrative:
Balt USA reference#: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This unit was used under the FDA expanded access compassionate use process (silk vista baby currently not available for commercial distribution). This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient with recurrent headache evaluation who has been following with lyerly neurosurgery, had diagnostic angiogram on (B)(6) 2025 demonstrating r mca fusiform aneurysm with enlargement, presented on (B)(6) for elective aneurysm embolization under the FDA expanded access compassionate use process. Patient successfully underwent cerebral angiogram with embolization with silk vista baby flow diverter. Two devices were used in construct due to the length of the fusiform aneurysms. Post procedure the patient was noted to have left hemiplegia with 0/5 strength, dysarthria and sensory loss with nih of 11. Stat CT head with no intracranial hemorrhage but cta noted minimal flow distal to the flow diverter with distal r mca perfusion deficit. Patient was taken immediately back to or for cerebral angiogram with tnk and lntegrilin intra-arterial bolus with tici 3 per reperfusion. He regained full strength in extremities but had slight left facial weakness and dysarthria. The next day all neuro symptoms were resolved. He was discharged on day 2 post procedure in stable condition. He will continue aspirin and brilinta for 3 months and follow-up with neurosurgery in a month. Patient was seen and examined on day of discharge, importance of outpatient follow up and adherence to medication regimen were discussed with patient at length, patient verbalized understanding." Additional information received from the issuer (on (B)(6) 2025): has the patient condition evolved since the initial complaint? Patient was discharged on day 2, no further neurologic symptoms have been reported. What was the access set up used for the procedure? Right radial access. 7f rist guide, xx, headway 17. Have any difficulties been encountered during the preparation of the device (back flush & insertion) no resistance or other difficulties were encountered during the deployment. Have you felt any friction during stent navigation inside the introducer sheath or the microcatheter? No friction or resistance encountered during the procedure. Was the patient pre-medicated or medicated during the procedure? Yes, patient was on dapt with aspirin and clopidogrel per standard protocol. Could you please send us the anonymized procedure? Full report is pending. Will send to you upon receipt. Could you please confirm us that the devices are not available? Devices were implanted successfully? Could you please send us the image pre-procedure and post-procedure? Additional information received from the issuer (02jun2025): "pt evaluated post procedure -noted with left hemiplegia 0/5, dysarthria and sensory loss. Nih 11. Stat cth/cta obtained - no hemorrhage, cta with minimal flow distal to flow diverter with distal r mca perfusion deficit. Imaging and patient discussed with neurosurgery in real time. Pt taken immediately back to ir for cerebral angiogram - with tnk (4mg) and integrilin intra-arterial bolus w tici 3 reperfusions. Pt given brilinta load 180 mg. Post op dect without hemorrhage. Exam much improved post procedure - full strength to lue/lle w symmetric sensation - remains with slight left facial weakness/ dysarthria." Patient discharged from hospital on (B)(6) 2025.

Manufacturer narrative:
Balt USA reference # (B)(4) this unit was used under the FDA expanded access compassionate use process (silk vista baby currently not available for commercial distribution). No product failure reported. Post-operative event occured due to difficult neuropathology. Our clinical team noted the fusiform aneurysm previously had emboli and the aneurysm itself was very large and long with some partial stenosis. Patient underwent standard antiplatelet treatment during the procedure. The x2 silk vista device were deployed to reconstruct the pathway where the fusiform aneurysm was located and the deployment went well enough to the point that no blood flow entered the aneurysm. Postoperative cta demonstrated reduced flow distal to the flow diverter, accompanied by a distal right mca perfusion deficit. Medication was provided resulting in atici 3 per reperfusion. Based on the available information and the investigation results the complaint cannot be confirmed. 1. Background two post-procedure events were reported following stent implantation. According to the available procedure reports, the device behaved as intended during navigation, deployment, and final positioning. No procedural complications related to the device were identified. Post-procedure, the patient experienced neurological symptoms including left-sided hemiplegia, dysarthria, and sensory loss. All symptoms resolved following administration of an alternative antiplatelet therapy. Based on the physician's assessment and clinical evolution, these symptoms are considered common transient post-procedural events and are likely related to suboptimal response to the pre-procedural antiplatelet regimen. No evidence suggests a device malfunction. 2. Description of the event · event: post-procedure neurological symptoms · symptoms: left-sided hemiplegia, dysarthria, sensory loss · onset: shortly after the intervention · outcome: full recovery after administration of different antiplatelet agents · initial suspicion: transient ischemic symptoms related to platelet reactivity. The reporting physician indicated that the stent was successfully deployed with good wall apposition and optimal angiographic appearance. No mechanical difficulty was encountered during device preparation, delivery, or release. 3. Device evaluation 3.1. Production and quality review · device manufacturing records for the reported lot were reviewed. · no nonconformities, deviations, or anomalies were identified. · the lot complied with all specifications at release. 3.2. Device return / visual inspection · the device was not returned for evaluation. · based on the procedure report, no irregularity was noted that could suggest structural or functional damage. 4. Clinical assessment the physician confirmed: · correct positioning of the stent. · adequate deployment mechanics. · good angiographic permeability post-deployment. · no procedural complications related to the device. The patient's neurological symptoms resolved entirely after switching the antiplatelet regimen, indicating that the adverse event is most likely related to insufficient platelet inhibition ("resistance") to the initial antiplatelet therapy, a well-documented clinical phenomenon. There is no evidence of: ·embolization caused by device malfunction · mechanical malfunction · stent misdeployment · material failure given the normal angiographic result and the complete resolution of symptoms, the event is deemed non-device related. 5. Root cause analysis probable cause : suboptimal patient response to initial antiplatelet medication leading to transient ischemic symptoms. No complaint information, procedural findings, or manufacturing documentation suggests a malfunction. 6. Conclusion based on all the information reviewed, procedure reports, manufacturing records, clinical assessment, and event evolution, no device malfunction was identified. The most plausible cause of the reported symptoms is patient resistance to the pre-procedural antiplatelet therapy, resulting in transient neurological deficits that resolved following administration of a different antiplatelet agent. Therefore, the complaint is classified as: not confirmed - no device malfunction identified - event related to patient factors / antiplatelet response no corrective or preventive action is required at this time. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient with recurrent headache evaluation who has been following with yearly neurosurgery, had diagnostic angiogram on (B)(6) 2025 demonstrating r mca fusiform aneurysm with enlargement, presented on 5/16 for elective aneurysm embolization under the FDA expanded access compassionate use process. Patient successfully underwent cerebral angiogram with embolization with silk vista baby flow diverter. Two devices were used in construct due to the length of the fusiform aneurysms. Postprocedure the patient was noted to have left hemiplegia with 0/5 strength, dysarthria and sensory loss with nih of 11. Stat CT head with no intracranial hemorrhage but cta noted minimal flow distal to the flow diverter with distal r mca perfusion deficit. Patient was taken immediately back to or for cerebral angiogram with tnk and integrilin intra-arterial bolus with tici 3 per reperfusion. He regained full strength in extremities but had slight left facial weakness and dysarthria. The next day all neuro symptoms were resolved. He was discharged on day 2 post procedure in stable condition. He will continue aspirin and brilinta for 3 months and follow-up with neurosurgery in a month. Patient was seen and examined on day of discharge, importance of outpatient follow up and adherence to medication regimen were discussed with patient at length, patient verbalized understanding." Additional information received from the issuer (27may2025): - has the patient condition evolved since the initial complaint? Patient was discharged on day 2, no further neurologic symptoms have been reported. - what was the access set up used for the procedure? Right radial access. 7f rist guide, xx, headway17 - have any difficulties been encountered during the preparation of the device (back flush & insertion) no resistance or other difficulties were encountered during the deployment - have you felt any friction during stent navigation inside the introducer sheath or the microcatheter? No friction or resistance encountered during the procedure - was the patient pre medicated or medicated during the procedure? Yes, patient was on dapt with aspirin and clopidogrel per standard protocol. - could you please send us the anonymized procedure ? See brief discharge summary attached, full report is pending. Will send to you upon receipt. - could you please confirm us that the devices are not available? Devices were implanted successfully - could you please send us the image pre-procedure and post-procedure? See attached additional infomraiton received from the issuer (02jun2025): "pt evaluated post procedure -noted with left hemiplegia 0/5, dysarthria and sensory loss. Nih 11. Stat cth/cta obtained - no hemorrhage, cta with minimal flow distal to flow diverter with distal r mca perfusion deficit. Imaging and patient discussed with neurosurgery in real time. Pt taken immediately back to ir for cerebral angiogram - with tnk (4mg) and integrilin intra-arterial bolus w tici 3 reperfusion. Pt given brilinta load 180 mg. Post op dect without hemorrhage. Exam much improved post procedure - full strength to lue/lle w symmetric sensation - remains with slight left facial weakness/ dysarthria." Patient discharged from hospital on (B)(6) 2025.